Manufacturer narrative:
A2): patient dob and age unk a4): patient weight unk d4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): a portion of the lld ez was discarded and a portion remained in the patient, thus a product investigation could not be performed. H6): although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A right ventricular (rv) and a left ventricular (lv) lead were also present within the patient, but not initially targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 13f sub-c tightrail dilator sheath and a spectranetics 13f tightrail (long) the ra lead was removed. After removal, it was noticed that the lv lead had started to come loose, so an lld ez was used to provide traction and successfully removed. Then, lead damage was observed on the rv lead; therefore, an lld ez was used to attempt extraction. However, the lead started to come apart, and the decision was made to cut and cap the lead, along with the lld ez. There was no attempt made to unlock the lld ez from the rv lead and a portion of the lead and lld ez remained in the patient. The patient survived the procedure. This report captures the lld ez within the rv lead, which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.